Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary event. The visual inspection, review of the alarm log, battery testing and a service history review were performed. A damaged battery was identified during the visual inspection and battery testing. The device could not be powered on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard pump was found to have damaged battery. There was no patient involvement. No additional information is available.